Event description:
The rn was unable to remove the skin staples with the staple remover. The pt was sent to the emergency for removal.

Manufacturer narrative:
The pt returned to the urgent care clinic for removal of 4 skin staples in her scalp. They had been placed 6 days prior. The rn attempted to remove them with the skin staple remover but was not successful. It was reported that the staple remover would not grasp the staples. The pt was sent to the ER and the staples were removed using a different staple remover. It was reported that no pt injury resulted. The sample was not returned for eval. The lot number was not reported. We have no trend for this issue with this device. It is not known what role if any the user may have played in contributing to this incident. Samples from stock were tested and we could not replicate the event. No mfg defect was identified with the pulled samples. A root cause has not been determined. In the absence of a trend for this issue or a sample to evaluate, no corrective action is being taken at this time.